Event description:
Part of the drape detached at the fenestration after the start of a procedure.

Manufacturer narrative:
After the start of an acl reconstruction, the krayton at the fenestration separated from the drape. The pt was admitted to the hosp post operatively as a preventative measure and antibiotics were prescribed prophylactically. She was discharged the following day. The sample was not returned for eval. The root cause has not been identified for this component within this custom surgical pack. Due to the reported incident and in an abundance of caution, this medwatch is being filed.